Event description:
It was reported to boston scientific corporation that a stonetome was used in the bile duct during an endoscopic sphincterotomy (est) procedure. The exact procedure date was unknown. During the procedure, while the stonetome was used during incision, the cutting wire broke. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned stonetome was analyzed, and a visual evaluation noted that the cutting wire was broken, blackened, and kinked/bent. The device was observed under magnification and the cutting wire was blackened, and the cut of the cutting wire was not smooth. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been caused due to preactivation of the cutting wire before use causing premature cutting wire fatigue that may compromise the cutting wire's integrity. Also, the cutting wire could have broken if there was contact between the cutting wire and the endoscope during activation, if there was not direct and constant contact with tissue when applying electrocautery current, or if there was excessive power applied. Additionally, the cutting wire was kinked/bent. This condition could have been generated due to handling and manipulation of the device during procedure or interaction with the endoscope. Kinking of the cutting wire can also lead to cutting wire break. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4) . The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the bile duct during an endoscopic sphincterotomy (est) procedure. The exact procedure date was unknown. During the procedure, while the stonetome was used during incision, the cutting wire broke. The procedure was completed with a different device. There were no patient complications reported as a result of this event.